Manufacturer narrative:
Additional information was received that the issue was not with this device, but with one of the competitor leads that was implanted as part of the system. There was no allegation against this device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of a system that exhibited a low, out of range pacing impedance measurement, as well as high pacing threshold measurements. There is no further information at this time.